Event description:
It was reported that nurse was having issues with flow during use and alerted 02 (low flow) on the arctic sun device. Biomed troubleshoot and found that they were not getting any flow but had good inlet pressure, the data file from the device was attached, and they were sending them a loaner and bringing this one back for investigation under warranty. As per additional information received on (B)(6)2022, nurse was trying to start therapy, but continues to get alert 02 (low flow). It states priming and then therapy shuts off. They had same issue about 2 weeks ago. Mss walked through nurse to stop therapy and drain pads but alerted 07 (empty pads not complete) pads would not empty. He system diagnostics showed outlet monitor temperature (t1) was 20.4c, outlet control temperature (t2) was 20c, inlet temperature (t3) was 32.1c, chiller temperature (t4) was 21.4c, water flow rate was 0, inlet pressure was -6.1 psi, circulation pump command was 0 percentage, mixing pump command was 0 percentage, heater was 0, water reservoir level was 4. Pump should have value associated if inlet pressure registering. Nurse sent device to biomed. Biomed called and said the nurse was having issues with flow during use and alerted 02 (low flow), they trouble shot and found that they were not getting any flow but had good inlet pressure. The data file from the device was attached and were sending him a loaner and bringing this one back for investigation under warranty. As per sample evaluation results received on (B)(6)2022, it was noted that the clean tanks were out with the manifold replaced pump head on the circulation pump, flow meter and transducer. As per clarification email received on (B)(6)2022, the technician confirmed that the parts were replaced due to dirty water tanks in the arctic sun device with slime. The manifold was removed and cleaned, and they found that the transducer was clogged with slime. The technician cleaned it and installed a new transducer for preventive maintenance, as well as a new flow meter and circulation pump head .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is failure to add cleaning solution to the water in the device. However, this cannot be confirmed and lacks conclusive evidence. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The instructions for use were found adequate and state the following: "1) fill the reservoir with sterile water only. 2) four liters of water will be requied to fill the reservoir at initial installation. 3) add one vial of arctic sun® solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was having issues with flow during use and alerted 02 (low flow) on the arctic sun device. Biomed troubleshoot and found that they were not getting any flow but had good inlet pressure, the data file from the device was attached, and they were sending them a loaner and bringing this one back for investigation under warranty. As per additional information received on 31aug2022, nurse was trying to start therapy, but continues to get alert 02 (low flow). It states priming and then therapy shuts off. They had same issue about 2 weeks ago. Mss walked through nurse to stop therapy and drain pads but alerted 07 (empty pads not complete) pads would not empty. He system diagnostics showed outlet monitor temperature (t1) was 20.4c, outlet control temperature (t2) was 20c, inlet temperature (t3) was 32.1c, chiller temperature (t4) was 21.4c, water flow rate was 0, inlet pressure was -6.1 psi, circulation pump command was 0 percentage, mixing pump command was 0 percentage, heater was 0, water reservoir level was 4. Pump should have value associated if inlet pressure registering. Nurse sent device to biomed. Biomed called and said the nurse was having issues with flow during use and alerted 02 (low flow), they trouble shot and found that they were not getting any flow but had good inlet pressure. The data file from the device was attached and were sending him a loaner and bringing this one back for investigation under warranty. As per sample evaluation results received on 27sep2022, it was noted that the clean tanks were out with the manifold replaced pump head on the circulation pump, flow meter and transducer. As per clarification email received on 29sep2022, the technician confirmed that the parts were replaced due to dirty water tanks in the arctic sun device with slime. The manifold was removed and cleaned, and they found that the transducer was clogged with slime. The technician cleaned it and installed a new transducer for preventive maintenance, as well as a new flow meter and circulation pump head .